Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up of this patient with third degree av block a review of the printouts and external electrocardiograms noted that the device was not pacing properly. In addition, high out of range pacing impedance measurements were noted on the right atrial (ra) lead, with no capture. Reprogramming did not resolve the issue. An inquiry was sent to boston scientific technical services (ts) for review. Ts confirmed high out of range pacing impedance measurements on the ra lead as well as noise/oversensing. In addition some noise was seen on the right ventricular (rv) lead. A review of the external electrocardiogram showed pacing pauses with a rate dropping below 30 beats per minute. It was noted that provocation maneuvers were performed but it was not possible to recreated the pauses. Ts discussed performing a thorough investigation of the system as well as storing episodes on the device which would help further investigation and determine the root cause of this case. At this time the system remains implanted. No adverse patient effects were reported.